Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative a laparoscopic, robotic low anterior bowel resection, patient became septic and returned to surgery for exploratory lap with ostomy. During this procedure, it was found that a substantial portion of the anastomosis staple line had come apart and was leaking. The patient has subsequently undergone a decompressive laparotomy with wound vac placement for abdominal compartment syndrome after which he went into pulseless electrical activity requiring cardiopulmonary resuscitation. The patient also had a fasciotomy for right hand compartment syndrome associated which right radial artery thrombosis from art. Line. Abdominal wall closure with stoma revision was completed 4 days later. Patient started a continuous renal replacement therapy.